Event description:
It was reported that patient was admitted to the hospital for decompensated heart failure and had phrenic nerve stimulation. The lead has been turned off. No further patient complications have been reported as a result of this event. It was reported that the patient was admitted to the hospital for decompensated heart failure and had phrenic nerve stimulation. The lead has been turned off. No further patient complications were reported as result of this event........

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.